Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that the screen of their liberty select cycler was blank during an unknown phase of their pd treatment. The patient tried rebooting the cycler; however, the blank screen issue persisted. The ok and stop keys were on, but the screen remained blank. The patient also reported a burning smell during the treatment. The patient confirmed there was no flame, spark, or smoke observed in association with the burning smell. At that point in time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient did not complete treatment on the cycler. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment; however, there were no visual indications of particulates within the cassette compartment, and there were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed from the touch screen at the completion of the investigation. There were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A mushroom head check was performed and passed. During the internal inspection the two screw inserts which fasten the front panel bracket to the cycler¿s base plate were loose, causing the front panel assembly and the stay safe assembly attached to the bottom cover to also be loose. A device history record (DHR) review was performed and verified that the front panel assembly had been replaced on (B)(6)2022 to address a blank screen symptom that had been reported on (B)(6)2022. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on the transformer of the inverter board.